Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(6) 2008 by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
It was reported that following insertion the patient experienced erosion, infection, urinary problems, recurrence, bleeding, vaginal scarring and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.